Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2007. The pt reported difficulties recharging his ipg and pain at the ipg pocket. The symptoms presented immediately following an atv (all-terrain vehicle) accident. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis; however, analysis is currently in process. F/u on the pt found no further issues reported.